Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse ablation procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was inserted. While inserting a farawave catheter, the physician was aspirating the faradrive steerable sheath clear tubing and air/bubbles were noted. Upon inspection of the faradrive steerable sheath clear, the valve of the sheath was damaged causing air to get in. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as it has been disposed.